Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse found error 31226 during a proactive remote monitoring of the logs and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse reported that the system failed in universal surgical manipulator (usm) 3. The usm was deactivated, and the option to reactivate it did not appear, making it necessary to restart the system. The error persisted and the surgeon continued the procedure with usm 3 deactivated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. To resolve the issue/continue with the procedure, the usm was deactivated and the option to reactivate it did not appear, making it necessary to restart the system. The procedure was completed robotically. The surgeon disabled/discontinued use of the usm 3 due to the issue. The procedure was not completed with four usms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. System logs show multiple communication errors (31226, 1126) occurring on arm 3 pointing toward the clock spring and parallelogram fibers. The usm was tested on in-house system in normal mode where it triggered a 31226 error. The usm was also tested on a psc fixture test platform (pftp) where it failed the fiber test on the parallelogram fiber, but the clock spring fiber was also low. A golden parallelogram and clock spring fibers were installed, and the usm passed the fiber test on retry. All other required tests passed thereafter. During investigation, no damage was noted on parallelogram or clock spring fiber.